Event description:
Caller reported a malfunction on the pump, which resulted in the screen going dark and not turning on. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. The customer was instructed to plug the pump into a working power source, and the screen turned on. However, since the customer reset the pump independently, fault ID could not be confirmed. Technical support decided to replace the pump and advised the customer to use a backup insulin pump to ensure uninterrupted insulin delivery. The customer was informed about the steps for transitioning to a new pump and instructed to return the problematic pump within 10 days. Additionally, they confirmed the shipping address and opted for a signature-required delivery for the replacement pump.